Manufacturer narrative:
The device was not returned for analysis. The lot history record and exception reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The two additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using three prostyle devices after a renal angiography procedure with a 6f sheath. Reportedly, cuff misses [suture retrieval issues] occurred with two devices. When attempting to place a third prostyle, there was resistance inserting the device. The device was removed and it was found that the guide was bent. A new device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.